Manufacturer narrative:
This report is submitted on september 28, 2018, by cochlear limited on behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed a blister at the implant site and subsequently was administered topical antibiotics on (B)(6) 2018.